Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was replaced to complete the procedure. The pipeline was not placed in a vessel bend when it failed to open. The intermediate catheter was pushed to go upper, and retracted the stent and deployed it again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left ophthalmic artery segment aneurysm with saccular morphology. Aneurysm dimensions: max diameter 8.73 mm, neck diameter 7.58 mm. Landing zone: distal 4.26 mm and proximal 4.78 mm. The patient¿s vessel tortuosity was moderate. The access vessel was the femoral artery (3.89 mm). After the tip end of the stent was deployed, it failed to open smoothly. The healthcare provider tried to deploy a sufficient length and pushed and pulled but the problem still could not be solved. Then the intermediate catheter was pushed to go upper, the stent was retrieved, and the tip end was deployed for the second time. However, the tip end still could not be fully opened. The device was withdrawn from the body. The catheter was flushed as indicated in the IFU. Dapt (dual antiplatelet treatment) was administered (pru level 0). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis of ped2-500-25, lot no:b617983 ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield pusher was returned within the phenom 27 catheter. ¿ damage location details: the pushwire was returned extending out from catheter hub. In addition, distal braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker and tip coil. The distal and proximal ends of pipeline flex shield braid were fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The pushwire pushed out from catheter without any issue. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the distal and proximal ends of braid were found fully opened and damaged. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.